Event description:
It was reported that the patient had a fractured right ventricular (rv) lead with elevated thresholds and transient noise. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was a cut in the insulation which was likely explant damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits.